Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2026. During the procedure, when the physician removed the tome out of the endoscope, there was a break in the middle of the cutting wire and he hurt his finger. It was also reported that his finger was bleeding, and some internal tests were carried out to ensure the physician was not exposed to any potential infections from the patient. Reportedly, no part of the cutting wire was detached and fell into the patient. Furthermore, it was reported that physician sustained a needle prick to the left index finger while wearing gloves, with patient bodily fluids present on the device. The patient had no known communicable diseases. The injury was managed with disinfection, blood testing, and plaster application. No other devices were involved, and the physician's condition remained good. The procedure had already been completed with the original device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.